Event description:
It was reported that right ventricular lead exhibited loss of capture. The lead was capped and replaced. The patients condition post procedure was fine with no adverse events.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).